Event description:
Baxter (B)(4) received a report that a folfusor overinfused during patient use. The total fill volume was infused over the course of 24 hours rather than 48 hours. The device was filled with a solution of fluorouracil and sodium chloride. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This product is not distributed in the us and does not have a 510(k) number. The lot number was not provided. Therefore, a batch review could not be conducted. The sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined.